Event description:
Balloon ruptured. It was reported that when using the e-kit, the balloon ruptured at 48ml inside the patient. The 2nd occurrence happened on (B)(6)- it was reported that they slowly inflated the e-kit to 50ml and as it was going up to the last 7ml, it started to leak.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 07/01/2006 to 07/01/2008 were the scope of this retrospective review. These events are being submitted under exemption (B)(4). There is one event associated with this event type (malfunction) and product code fat.